Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the infusion set became disconnected from the infusion site. Caller stated he blood glucose level was elevated; exact reading was not provided but he was able to self-treat. No adverse event reported. Requested return of the alleged device and replacement was sent.